Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle. The first cylinder had fluid leakage in the middle due to a hole consistent with sharp instrument damage. In addition, the first cylinder also had fluid leakage due to a hole found at the corner of a fold in the middle. The second cylinder had wear at a fold in the proximal end. Fluid leakage due to a hole consistent with sharp instrument damage was found in the middle of the second cylinder. Also, fluid leakage was found from wear in the proximal end where it was also found a hole in the outer tube consistent with wear. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in reservoir shell; however, it did pass leakage test. The pump was visually inspected and underwent leak and functional testing. Kink resistant tubing (krt) was trimmed with window quick connector before functional testing. The pump kink resistant tubing (krt) to the cylinder was cut down. The pump passed leak testing; however, it did not pass activation tests. Based on the information available and analysis results, the pump not passing activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.